Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-04899. It was reported that lead migration issue was confirmed via x-ray on both leads. Lead stimulation was turned off until a revision procedure can be completed. Lead revision is anticipated in the near future. No further information is available.

Event description:
Manufacturer report number 1627487-2019-04899. New information received states that lead revision was scheduled to occur on (B)(6) 2019. Upon opening of the pocket site, device system infection was observed which was reported in manufacturer report number 1627487-2019-05597. Device system was explanted as a result to resolve the issues. There were no complications during the procedure. Patient was stable.